Manufacturer narrative:
The reported incident that screwdriver blade, t7, ao was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by multiple expure to too high torque strengths. The device shows a stress breakage on its tip. This event, most likely, could be caused by repeatedly exposures to a high torque force. This event is known by stryker. The manufacturing process was correct, the material is into specifications and different studies have been conducted in order to enhance the performance of the instrument. In addition, due to the nature of the device, it is not recommended to use this instrument in combination with powertools and predrill if necessary. If it is applied too much force on it, is probable that this type of breakages could happen. Moreover in 2016 the variax t7 screwdrivers 45-27015 will be phase-out and will not be sold any more as soon as the transition to the variax t8 system size is completed. Ramp-down was started on (B)(6) 2016 and last date for order is (B)(6) 2017. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated. : device was not received

Event description:
During variax dr remove surgery, the surgeon used the screw driver. However, the tip of the driver broke. Therefore, the surgeon used another screw driver and surgery was completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax dr remove surgery, the surgeon used the screw driver. However, the tip of the driver broke. Therefore, the surgeon used another screw driver and surgery was completed.